Event description:
Sales rep reports that while unit being demonstrated a medical center. Staff reported high pressure alarm being unstable and changing as much as 15cmh20. No pt injury was reported and staff removed infant from ventilator without incident and placed on another unit.